Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted hence, not explanted. Section h3-other (81): the device was not returned for evaluation; as lens remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor had implanted an eyhance intraocular lens (iol) with a peripheral partial tear. It was not in the refractive part of the iol and was not explanted. The doctor has never seen this before but he thinks it was probably in the loading process for the pre-loaded lens. Event was also noticed this post-op. It was noted in follow-up that the best corrected visual acuity (bscva) pre-op was: 20/70, bscva post-op was 20/40. There was no explant. No incision enlargement, no vitrectomy, no sutures, no delay in procedure. No medical intervention. Patient noted to have fully recovered. No other information was provided.